Event description:
It was reported that the patient had pericarditis. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Prior to the patient being discharged they reported that they had chest pain. The pain continued to worsen after they were discharged so the patient was readmitted to the hospital. The patient was diagnosed with pericarditis and given prednisone and coltrazine. The chest pain resolved within 24 hours but the patient developed pneumonia. The patient was still recovering from these events in the hospital.

Event description:
It was reported that the patient had pericarditis. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Prior to the patient being discharged they reported that they had chest pain. The pain continued to worsen after they were discharged so the patient was readmitted to the hospital. The patient was diagnosed with pericarditis and given prednisone and coltrazine. The chest pain resolved within 24 hours but the patient developed pneumonia. The patient was still recovering from these events in the hospital. It was further reported that the patient was discharged from the hospital on (B)(6) 2022 to hospice care with an anticipated life expectancy of less than 6 months.